Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided instructions for resetting the pump. After following the instructions, the malfunction code did not recur, and the customer was advised to continue using the pump while being instructed to call back if the issue reappeared.